Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer insulation was melted, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. It was also noted that the helix will not fully extend at this time due to amount of dried blood in the sleeve head. (B)(4): the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the right ventricular lead had low sensing values. The lead was removed and replaced. Additional information received from the patient was that he felt his device "wasn't working right." The device was replaced. No patient complications were reported as a result of this event.